Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go negative pressure wound therapy. The evaluation of the returned device proved inconclusive. The root cause of the reported issue was undetermined. Possible root causes for failed leak alarms include dressing method, kit or canister used. In the event there is a blockage at the wound site, as in a clot, the device may not alarm as the dressing may appear sealed to the device, resulting in continued exudate and leakage at the wound site. This device has 7718 hours of run-time, and due to other issues found with the device it was determined that the device would be scrapped according to normal process. Failure of a leak alarm can occur and could potentially result in maceration or local infection with a low risk and could potentially result in systemic infection with a medium risk. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm; pump alarm did not work when a leak in the dressing occured.